Event description:
Complainant alleged tht while attempting to defibrillate a pt the device displayed a "pacer fault 117" message and failed to charge the energy past 50 joules. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.